Event description:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ('my spouse is going to essure removal operation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ('spouse is going to essure removal operation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual migraine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), migraine ("worsening of migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of tubes). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, nausea, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine, nausea and pelvic pain to be unrelated to essure. The reporter commented: essure was removed at patient request. Amendment: the report was amended for the following reason: nullification:this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain / aches in the entire pelvic area / pain in the pelvic area') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion in 2013, pregnancy in 2013, migraine headache (symptoms were minor and occasional after high school. Before the essure insertion, migraines were sporadic and normal painkillers were enough) in 2001, pregnancy, parity 2 (births in 2006 and 2007) and menstrual migraine. Concurrent conditions included nickel sensitivity (diagnosed as a child) and tooth disorder (the first dental guards were obtained at the age of 18 and were of great help to the headache symptoms at the time. During pregnancy, the old guards no longer fit, so other guards were made after the births around 2010. New guards were received during her time as a student in 2012, but they were lost after half a year. She took a break for a few years and got other one in 2016. She still use dental guards almost every night). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced tinnitus ("tinnitus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / prolonged abdominal pain / abdominal pain for several days"), abdominal pain lower ("variable lower abdominal pain, sometimes mild, sometimes cramps / sharp pain in the right lower abdomen and side also radiated far into the thigh"), dysmenorrhoea ("other times lower abdominal pain during menstruation"), back pain ("aches in lower back that lasted 2h -2 days continuously"), abdominal discomfort ("stomach symptoms"), irritable bowel syndrome ("irritable bowel features"), gastrointestinal disorder ("intestinal symptoms, for which tried many diets without success / irregular abdominal function, especially in the morning"), diarrhoea ("diarrhea / stool somewhat loose"), polycystic ovaries ("polycystic ovaries"), nausea ("nausea / bouts of nausea (especially in the morning) / morning sickness were weekly (in fall of 2019)"), migraine ("worsening of migraines / hormonal migraine lasted for more than half a month / migraines clearly linked to the menstrual cycle / the worst episode was always the first two weeks of the cycle"), neuralgia ("neuralgia / nerve aches"), hypotension ("low blood pressure") and pain in extremity ("calf pain"). The patient was treated with amitriptyline hydrochloride (triptyl), candesartan, frovatriptan, frovatriptan succinate monohydrate (migard), ibuprofen (burana), iron, magnesium, naproxen sodium (miranax), omega-3 nos, paracetamol (panadol), sumatriptan, sumatriptan succinate (triptam), vitamin d nos (vitamin d), physical therapy (physical therapy instruction and achillies tendon training guidance) and surgery (bilateral fallopian tube removal and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, abdominal discomfort, irritable bowel syndrome, gastrointestinal disorder, diarrhoea, nausea, neuralgia, pain in extremity and tinnitus had resolved, the dysmenorrhoea and migraine was resolving and the polycystic ovaries and hypotension outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, back pain, diarrhoea, dysmenorrhoea, gastrointestinal disorder, hypotension, irritable bowel syndrome, migraine, nausea, neuralgia, pain in extremity, pelvic pain, polycystic ovaries and tinnitus to be unrelated to essure. The reporter commented: essure was inserted on (B)(6) 2014 (late 2014 - lot number unknown). The reporter stated that hormonal contraceptives were not suitable. About a year from the essure placement, she had been prescribed two different targeted migraine medications (not specified). The patient have plunged into a spiral of headache medicine three times in such a way that she needed sick leave and medical guidance to stop the cycle. In 2017, the intestinal symptoms were so bad that she had to be off work for several days. The gynaecologist who did the essure placement did the examination and said her symptoms could not be due to the essure, and the patient believed him. To treat the irritable bowel, she tried diet treatments however with poor results. In the spring of 2018, the symptoms eased somewhat, but by that time the menstrual-like symptoms worsened. The patient mentioned the symptoms at times during doctor visits, but they were always shrugged off as normal stomach upsets. Almost always, there was also a reference that the symptoms were related to stress. During 2019, all symptoms worsened, and because of that she went to the doctor and the essure removal came up. Essure was removed by patient's request on (B)(6) 2020. In patient´s opinion, sharp pain in the right lower abdomen and site is related to neuralgia, and migraines were linked to the menstrual cycle. Furthermore, she also came to the conclusion that it is necessary to rule out the possibility that essure would case the adverse events. Diagnostic results (normal ranges are provided in parenthesis if available): blood count - in 2016: hb 138, la 1, tsh 1.45, t4 13.2, f-calpro < 15, celiac screening normal; in 2019: ferritin 45, d-vitamin 101; in 2020: ok. C-reactive protein - on (B)(6) 2020: 12. Gynaecological examination - on an unknown date: coils were found to be in place, normally. Polycystic ovaries diagnosed. Physical examination - on (B)(6) 2020: palpation of abdomen soft, no abnormal resistances. Liver in the rib lateral arch. No significant tenderness in palpation. No tenderness in the back on percussion. Urine analysis - in 2020: urine screening: keto +, otherwise neg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain / aches in the entire pelvic area / pain in the pelvic area') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (symptoms were minor and occasional after high school. Before the essure insertion, migraines were sporadic and normal painkillers were enough) in 2001, pregnancy and parity 2 (births in 2006 and 2007). Concurrent conditions included nickel sensitivity (diagnosed as a child) and tooth disorder (the first dental guards were obtained at the age of 18 and were of great help to the headache symptoms at the time. During pregnancy, the old guards no longer fit, so other guards were made after the births around 2010. New guards were received during her time as a student in 2012, but they were lost after half a year. She took a break for a few years and got other one in 2016. She still use dental guards almost every night). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In 2017, the patient experienced tinnitus ("tinnitus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / prolonged abdominal pain / abdominal pain for several days"), abdominal pain lower ("variable lower abdominal pain, sometimes mild, sometimes cramps / sharp pain in the right lower abdomen and side also radiated far into the thigh"), dysmenorrhoea ("other times lower abdominal pain during menstruation"), back pain ("aches in lower back that lasted 2h -2 days continuously"), abdominal discomfort ("stomach symptoms"), irritable bowel syndrome ("irritable bowel features"), gastrointestinal disorder ("intestinal symptoms, for which tried many diets without success / irregular abdominal function, especially in the morning"), diarrhoea ("diarrhea / stool somewhat loose"), polycystic ovaries ("polycystic ovaries"), nausea ("nausea / bouts of nausea (especially in the morning) / morning sickness were weekly (in fall of 2019)"), migraine ("worsening of migraines / hormonal migraine lasted for more than half a month / migraines clearly linked to the menstrual cycle / the worst episode was always the first two weeks of the cycle"), neuralgia ("neuralgia / nerve aches"), hypotension ("low blood pressure") and pain in extremity ("calf pain"). The patient was treated with amitriptyline hydrochloride (triptyl), candesartan, frovatriptan, frovatriptan succinate monohydrate (migard), ibuprofen (burana), iron, magnesium, naproxen sodium (miranax), omega-3 nos, paracetamol (panadol), sumatriptan, sumatriptan succinate (triptam), vitamin d nos (vitamin d), physical therapy (physical therapy instruction and achillies tendon training guidance) and surgery (bilateral fallopian tube removal and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, back pain, abdominal discomfort, irritable bowel syndrome, gastrointestinal disorder, diarrhoea, nausea, neuralgia, pain in extremity and tinnitus had resolved, the dysmenorrhoea and migraine was resolving and the polycystic ovaries and hypotension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, back pain, diarrhoea, dysmenorrhoea, gastrointestinal disorder, hypotension, irritable bowel syndrome, migraine, nausea, neuralgia, pain in extremity, pelvic pain, polycystic ovaries, pregnancy with contraceptive device and tinnitus to be unrelated to essure. The reporter commented: essure was inserted on (B)(6) 2014 (late 2014 - lot number unknown), and in (B)(6) 2014 an abortion (aap, abortus arte provocatus) was reported. The reporter stated that hormonal contraceptives were not suitable. About a year from the essure placement, she had been prescribed two different targeted migraine medications (not specified). The patient have plunged into a spiral of headache medicine three times in such a way that she needed sick leave and medical guidance to stop the cycle. In 2017, the intestinal symptoms were so bad that she had to be off work for several days. The gynaecologist who did the essure placement did the examination and said her symptoms could not be due to the essure, and the patient believed him. To treat the irritable bowel, she tried diet treatments however with poor results. In the spring of 2018, the symptoms eased somewhat, but by that time the menstrual-like symptoms worsened. The patient mentioned the symptoms at times during doctor visits, but they were always shrugged off as normal stomach upsets. Almost always, there was also a reference that the symptoms were related to stress. During 2019, all symptoms worsened, and because of that she went to the doctor and the essure removal came up. Essure was removed by patient's request on (B)(6) 2020. In patient´s opinion, sharp pain in the right lower abdomen and site is related to neuralgia, and migraines were linked to the menstrual cycle. Furthermore, she also came to the conclusion that it is necessary to rule out the possibility that essure would case the adverse events. Diagnostic results (normal ranges are provided in parenthesis if available): blood count - in 2016: hb 138, la 1, tsh 1.45, t4 13.2, f-calpro < 15, celiac screening normal; in 2019: ferritin 45, d-vitamin 101; in 2020: ok. C-reactive protein - on (B)(6) 2020: 12. Gynaecological examination - on an unknown date: coils were found to be in place, normally. Polycystic ovaries diagnosed. Physical examination - on (B)(6) 2020: palpation of abdomen soft, no abnormal resistances. Liver in the rib lateral arch. No significant tenderness in palpation. No tenderness in the back on percussion. Urine analysis - in 2020: urine screening: keto +, otherwise neg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: reporter's information was updated and new reporter was added. Patient's initials and pregnancy field were updated, and elective abortion assumed as outcome. Lab data and drug treatments: triptyl, candesartan, migarid, frovatriptan, burana, iron supplement, magnesium, miranax, omega 3, panadol, sumatriptan, vitamin d were added. Furthermore, new adverse events were provided: pregnancy with essure, tinnitus, abdominal discomfort, abdominal pain lower, diarrhea, dysmenorrhea, back pain, neuralgia, irritable bowel syndrome, hypotension, pain in extremity, intestinal symptoms, polycystic ovaries and their outcomes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain / aches in the entire pelvic area / pain in the pelvic area') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion in 2013, pregnancy in 2013, migraine headache (symptoms were minor and occasional after high school. Before the essure insertion, migraines were sporadic and normal painkillers were enough) in 2001, pregnancy, parity 2 (births in 2006 and 2007) and menstrual migraine. Concurrent conditions included nickel sensitivity (diagnosed as a child) and tooth disorder (the first dental guards were obtained at the age of 18 and were of great help to the headache symptoms at the time. During pregnancy, the old guards no longer fit, so other guards were made after the births around 2010. New guards were received during her time as a student in 2012, but they were lost after half a year. She took a break for a few years and got other one in 2016. She still use dental guards almost every night). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced tinnitus ("tinnitus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / prolonged abdominal pain / abdominal pain for several days"), abdominal pain lower ("variable lower abdominal pain, sometimes mild, sometimes cramps / sharp pain in the right lower abdomen and side also radiated far into the thigh"), dysmenorrhoea ("other times lower abdominal pain during menstruation"), back pain ("aches in lower back that lasted 2h -2 days continuously"), abdominal discomfort ("stomach symptoms"), irritable bowel syndrome ("irritable bowel features"), gastrointestinal disorder ("intestinal symptoms, for which tried many diets without success / irregular abdominal function, especially in the morning"), diarrhoea ("diarrhea / stool somewhat loose"), polycystic ovaries ("polycystic ovaries"), nausea ("nausea / bouts of nausea (especially in the morning) / morning sickness were weekly (in fall of 2019)"), migraine ("worsening of migraines / hormonal migraine lasted for more than half a month / migraines clearly linked to the menstrual cycle / the worst episode was always the first two weeks of the cycle"), neuralgia ("neuralgia / nerve aches"), hypotension ("low blood pressure") and pain in extremity ("calf pain"). The patient was treated with amitriptyline hydrochloride (triptyl), candesartan, frovatriptan, frovatriptan succinate monohydrate (migard), ibuprofen (burana), iron, magnesium, naproxen sodium (miranax), omega-3 nos, paracetamol (panadol), sumatriptan, sumatriptan succinate (triptam), vitamin d nos (vitamin d), physical therapy (physical therapy instruction and achillies tendon training guidance) and surgery (bilateral fallopian tube removal and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, abdominal discomfort, irritable bowel syndrome, gastrointestinal disorder, diarrhoea, nausea, neuralgia, pain in extremity and tinnitus had resolved, the dysmenorrhoea and migraine was resolving and the polycystic ovaries and hypotension outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, back pain, diarrhoea, dysmenorrhoea, gastrointestinal disorder, hypotension, irritable bowel syndrome, migraine, nausea, neuralgia, pain in extremity, pelvic pain, polycystic ovaries and tinnitus to be unrelated to essure. The reporter commented: essure was inserted on (B)(6) 2014 (late 2014 - lot number unknown). The reporter stated that hormonal contraceptives were not suitable. About a year from the essure placement, she had been prescribed two different targeted migraine medications (not specified). The patient have plunged into a spiral of headache medicine three times in such a way that she needed sick leave and medical guidance to stop the cycle. In 2017, the intestinal symptoms were so bad that she had to be off work for several days. The gynaecologist who did the essure placement did the examination and said her symptoms could not be due to the essure, and the patient believed him. To treat the irritable bowel, she tried diet treatments however with poor results. In the spring of 2018, the symptoms eased somewhat, but by that time the menstrual-like symptoms worsened. The patient mentioned the symptoms at times during doctor visits, but they were always shrugged off as normal stomach upsets. Almost always, there was also a reference that the symptoms were related to stress. During 2019, all symptoms worsened, and because of that she went to the doctor and the essure removal came up. Essure was removed by patient's request on (B)(6) 2020. In patient´s opinion, sharp pain in the right lower abdomen and site is related to neuralgia, and migraines were linked to the menstrual cycle. Furthermore, she also came to the conclusion that it is necessary to rule out the possibility that essure would case the adverse events. Diagnostic results (normal ranges are provided in parenthesis if available): blood count - in 2016: hb 138, la 1, tsh 1.45, t4 13.2, f-calpro < 15, celiac screening normal; in 2019: ferritin 45, d-vitamin 101; in 2020: ok. C-reactive protein - on (B)(6) 2020: 12. Gynaecological examination - on an unknown date: coils were found to be in place, normally. Polycystic ovaries diagnosed. Physical examination - on (B)(6) 2020: palpation of abdomen soft, no abnormal resistances. Liver in the rib lateral arch. No significant tenderness in palpation. No tenderness in the back on percussion. Urine analysis - in 2020: urine screening: keto +, otherwise neg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: in the last follow up, the patient confirmed that the abortion suffered was before the insertion of essure. Because of this, the adverse event pregnancy with contraceptive device was deleted and the informations was added in the medical history. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ('spouse is going to essure removal operation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: initial information was received on 18-feb-2020 (not on 19-feb-2020). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of medical device removal ('my spouse is going to essure removal operation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.